Manufacturer narrative:
Inspection of the device found the exposed portion of the soft cannula to be stretched and flattened. The cannula was observed to be out of specification (1.10 inches). Fluid path test was conducted by manually rotating the ratchet gear. Fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be stretched and flattened. The download data does not contain any alarm, timeouts or drive stalls that would indicate a failure to deliver insulin. It could not be conclusively determined when this damage occurred.

Event description:
It was reported that the patient's blood glucose levels reached close to 300 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. As treatment, a manual injection of insulin (20 units) was delivered and a new pod was applied.